Event description:
It was reported, the patient had a loss of therapeutic effect and started leaking more and more about six months prior to report. It was stated two of the patient¿s programs wouldn¿t work at all and the other two programs the patient would have to turn it up to 5 volts when they used to be 1.6-1.8 volts. It was noted, the patient had intermittent stimulation which started about six months prior to report and before that they always felt stimulation. It was reported there was no know accident or incident related to this complaint and it was gradual and they were having more and more pain so they would try other programs. Reportedly, the patient went to their healthcare provider¿s office the day prior to report and was told some of the lead was not working and they were going to try to program around it. It was noted there was a possibility they were have to have it replaced. It was stated that 15-20 minutes after leaving the office the patient stopped feeling stimulation again so they tried another program and then it stopped too. It was no ted. The patient¿s husband changed the program the morning of report and the patient got electrically shocked. Reportedly, this caused the patient to get nauseated and break out in a cold sweat. It was stated, the patient felt like ¿they stuck keys in a light socket¿ and their husband changed it to another program. It was noted, the patient was seeing two battery icons on their programmer instead of one. It was stated, the patient was informed by their healthcare provider that their implantable neurostimulator (ins) battery was low. Reportedly, the patient called their doctor and they were instructed to turn their ins off until they could be seen the following week to have their device checked. Additional information from the healthcare provider stated, the cause of the event was the patient had no sensation and then a shocking sensation in their groin when increasing their amplitude. It was noted, the event was attributed to the ins and lead. It was reported there were impedances greater than 4000 ohms on lead combinations c-3, 0-3, 1-3, and 2-3. Reportedly, they were unable to read the lead combination c-1 despite numerous attempts and there was a low ins battery signal. It was stated, the battery depletion was normal but it was unknown what the issue with the lead was due to. It was noted a replacement of the ins and lead was scheduled for (B)(6) 2013. Reportedly, reprogramming had been done on (B)(6) 2013 and the patient had no sensation and that is when the high impedances were seen on several lead combinations. It was noted they couldn¿t get a good sensation when programming around those leads. It was stated the patient did not require hospitalization and their outcome was reported as no injury. It was reported the patient had their device off until the revision.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28 lot# v021754, implanted: 2007 (B)(6); product type lead product ID 3093-28 lot# v021754, implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).